Event description:
(B)(4).

Manufacturer narrative:
Failure investigation discovered high noise in the area where the dropouts occurred. Further investigation found that antenna 5b11 was disconnected. (B)(6) found coax cable unterminated at antenna end but end connecting to aac amplifier was terminated and corrected. (B)(6) has spectrum analyzer on site and will be able to troubleshoot should similar issues recur. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of any product and this report only represents an enhancement to the reporting criteria going forward.